Manufacturer narrative:
At this time, the pacemaker has not been returned for analysis. This record will be updated upon return and completion of analysis, or if additional information becomes available.

Event description:
It was reported that this patient underwent a revision procedure wherein this pacemaker was explanted. There had reportedly been noise and oversensing on the right ventricular (rv) channel that resulted in pacing inhibition. The pacing inhibition reportedly did not result in asystole. This pacemaker and the rv lead were explanted and replaced. It was noted that the patient also underwent an atrioventricular node ablation during the procedure. No additional adverse patient effects were reported.